Manufacturer narrative:
A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or videos were shared for the event. A log review was performed on system (B)(4) and confirmed the master tool manipulator (mtm) error 23008 along with errors 23000, 23031, 25521. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm) to address the reported error (23008). Following service, the system was tested and verified as ready for use. The master tool manipulator (mtm) refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue (errors 23008/23009/23013) as they were reproduced during sine cycle testing. This complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure the customer had a problem with one of the consoles. The site explained that surgeon side console (ssc) 1 had an error and they could not take control of the console. The site moved to the other ssc as it was working normally. The customer tried rebooting the system, but there was no change to the issue and the error returned. The customer disabled the right master tool manipulator (mtm) on console 1 and continued with the procedure. The site completed the procedure and there was no reported patient injury. Intuitive surgical, inc. (Isi) completed customer follow-up and the following information was obtained: the customer explained the issue was identified during the procedure and the system initially powered on without errors. Also, the customer indicated the surgical staff does not check the console arms pre-procedure. It was confirmed that the surgeon completed the procedure on the second ssc, and there was no reported patient injury.